Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Inflammation is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery to repair a hernia and a bard/davol "perfix mesh" was inserted during the surgery. As reported, as a result of the insertion of the defective perfix mesh, the patient suffered injures including, but not limited to, inflammation, pain and additional surgery. It is alleged the patient suffers from past, present and future physical pain and suffering.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Inflammation is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11:this is an addendum to the initial emdr submitted (MDR number 1213643-2018-00468). This supplemental emdr is being submitted to report the correct implant date. Updated fields: b4, b5, g1, g3, g6, h2, h6, h10, h11. Corrected field: d6.a (date of implant). This supplemental emdr represents the bard/davol perfix plug (device #1). Additional emdrs were submitted to represent the bard/davol 3dmax light (device #2) and bard/davol 3dmax light (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery to repair a hernia and a bard/davol "perfix mesh" was inserted during the surgery. As reported, as a result of the insertion of the defective perfix mesh, the patient suffered injures including, but not limited to, inflammation, pain and additional surgery. It is alleged the patient suffers from past, present and future physical pain and suffering. Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2015 and 3dmax light mesh (x2) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.